Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. All the operating currents were within the specification; no unexpected low battery, failed battery test, battery out of limit or off no power alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube and lip and cracked battery tube threads.

Event description:
It was reported that the customer removed and reinserted the battery of the insulin pump which was followed by a failed battery alarm. The customer removed and inserted a new battery, and the insulin pump alarmed failed battery test, again. Troubleshooting was performed and the alarm was cleared. The customer's blood glucose was 136 mg/dl. The numbers on the device were ramping up on the screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).